Event description:
It was reported that the insulin pump did not have any audible tones. A self test was performed on the insulin pump and it did not pass. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.